Event description:
Complaint received as follows: fms was inserted for sever diarrhea associated with critical illness on (B)(6) 2012. The device was in place for 6 days when bleeding was initially noticed. The device was removed and not reinserted. Upon removal of the device, severe bleeding occurred. It was noted that the pt had hemorrhoids which is a contraindication but given the extent of diarrhea and the pt's critical condition, the intention was to minimize frequent change of position. An endoscopy identified arterial bleed. Artery in distal rectum was clipped and blood products x 36 units was administered. This occurrence did not result in the pt having to stay in the hospital longer than they would have if this event had not occurred. Current status of the pt was noted to be improving. Pt background included: ards secondary to vasculitis, hemorrhoids and was reported to be on heparin infusion. We have confirmation from clinician in charge via email that 36 units of blood products were infused - this included prbcs, ffp, cryo, platelets. The event is deemed serious as it could have been life threatening if transfusion and ligation were not provided. From a clinical perspective, a causal relationship between the fms device and this event is deemed possible because the bleeding was noted in the distal rectum where the fms device is located when in use.

Manufacturer narrative:
(B)(4).